Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR report#: 2134265-2010-01327, 2134265-2010-01605. It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. The de novo lesion measuring 4.00mm in diameter was located in a non-calcified and non-tortuous mid right coronary artery. A 4.00x24mm liberte¿ bare metal stent and two additional liberte' bare metal stents of unknown size were implanted in the lesion, overlapping. After implant of the third stent, a perforation was noted under the 4.00x24mm stent. The cause of the perforation is unknown. A ptfe covered stent was deployed in the lesion to treat the perforation. The procedure was completed at this time. The patient was moved to the cardiac ward and presented with chest pain. A follow-up angiogram showed that the perforation was sealed and the pain was not related to the treatment of the lesion. No further patient injuries or complications occurred. Patient status is satisfactory.